Event description:
Contact states the dome was detached in the pt's stomach. This incident occurred while attempting to remove it percutaneously. The device was placed in the pt for 180 days. The dome was retrieved.